Event description:
The barrel in the pen was not pushing the insulin [device failure]. Hyperglycaemia [hyperglycaemia]. Bloods went back up again to 31 mmol [blood glucose increased]. Shortness of breath [dyspnoea]. Cold [feeling cold]. Feeling dizzy [dizziness]. Sweaty [hyperhidrosis]. Case description: the incident does not represent a serious public health threat. Medical device information: class iib. This spontaneous case from united kingdom was reported by a consumer as "the barrel in the pen was not pushing the insulin", "hyperglycaemia", "bloods went back up again to 31 mmol/s" and non-serious events of "shortness of breath", "cold", "feeling dizzy" and "sweaty" it concerns a (B)(6) female patient using novopen 4 from an unknown date due to diabetes mellitus. Patient's height: not reported. Patient's weight: not reported. Medical history includes diabetes mellitus. On (B)(6)-2010, the patient was taken into hospital with hyperglycaemia with blood sugars reaching 72 mmol/l. The patient had taken insulin four times a day, every day. After being treated in accident and emergency for 17 hours at the hospital, the patient was transferred to the diabetic ward for nine days. She was discharged on (B)(6)-2010 (saturday). On sunday night ((B)(6)-2010), the patient returned to hospital after blood glucose values went up to 31 mmol/l. At the hospital, the patient was feeling short of breath, dizzy, cold and sweaty. After spending another four hours in accident and emergency, the doctors and nurses sorted the patient out, she was treated with "a straight line put in" and blood tests done. The patient was using the hospital injections all the way through until two days before discharge when she started using her own. A nurse found out that the barrel in the pen was not pushing the insulin out. The outcome was not reported.

Manufacturer narrative:
Reporter comment: reporter's alternative aetiology: not reported.